Manufacturer narrative:
This is not a reportable event. (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sometimes the beep sounds on the pump would have a "wobble" effect to the tone. Tandem's technical support (cts) had the customer navigate through the pump with the button setting on high; however, cts could not observe a "wobble" tone. There was no reported impact to the customer's blood glucose level.